Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacturer representative (rep). The rep was asked what most likely contributed to the impedance issue and the rep said that initially it was suspected that the ins was still showing as being too close to the surface of the skin, or out of pocket, when running impedance because the subque layer of skin was not completely closed but the issue did not resolve. The impedance was initially re-ran still showing >4000 on all 4 electrodes. The ins was removed from the pocket and disconnected and cleaned and all 4 electrodes were re-tested with appropriate sensory and motor response on less than 2 amps. The impedance was ran a third time with the subque layer covering the ins and impedance still showed >4000 ohms. The ins was then turned to 0.2 amps and re-run a final time at which point a warning appeared at the bottom of the screen on the smart programmer stating the device was at maximum setting. It was at this point the ins was replaced with another new ins. Once the new ins was placed, impedance was re-run with readings >4000 ohms on all 4 electrodes. The pocket was closed with 2 layers of suture and the impedance issue re solved. No lead replacement is planned due to a normal impedance check in recovery. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97810 lot# serial#(B)(6) implanted: 2021-(B)(6) explanted: product type implantable neurostim ulator product ID 978a128 lot# va2df1l serial# implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 978a128 lot# va2df1l serial# implanted: (B)(6) 2021explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). See manufacturer report 3004209178-2021-10037 for report of second ins lead was attached to when impedance issue occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the manufacturer representative called intraoperatively to report contact case and 3 was >4000 ohms. The representative said they had already tried another ins before they called the manufacturer help line, but that did not resolve the impedance issue. When asked if they were getting a motor response on contact 3, the representative said yes. They were not going to replace the lead.